Event description:
Related manufacturer reference number: 1627487-2021-01880. It was reported that the patient experienced an ongoing postural headache that started post discharge after the implant. As such, the patient was readmitted to the hospital on (B)(6) 2021. Patient was administered pain killers and the device was reprogrammed resolving the issue. The headache was resolved on (B)(6) 2021.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.